Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported from implant patient registry that the device was explanted. Through follow-up with the health-care provider, it was learned that the device was explanted after an implant duration of approximately 1-1/2 months due to prosthetic valve endocarditis. According to the operative report, the patient had initially had aortic valve replacement (avr) on an emergent basis for cardiogenic shock, pulmonary edema. The organism at that time was (B)(6). The patient did well after his primary operation, had a long course of intravenous antimicrobials, returned to the office and looked to be doing quite well. He had just stopped his home course of intravenous antimicrobials and was readmitted at about a week later with gastrointestinal problems, underwent endoscopy and was found to have erosive gastritis and esophagitis. He developed high fevers, rigors and persistent bacteremia. Initial surface echo showed no suggestion of problems with his prosthetic aortic valve. This was followed by a transesophageal echocardiography, which showed no problems. Approximately a week later, a third echocardiogram showed perivalvular abscess and therefore, an operation was planned. Upon removal of the valve, it was clearly infected. The valve was replaced with another edwards bioprosthetic valve. Per the surgeon, the reason for explanting the [subject] edwards valve was not related to a device malfunction.

Manufacturer narrative:
(B)(4) = perivalvular abscess. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and there was no nonconformance found related to this event. Conclusion: prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was indicated as (B)(6).